Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that three months after the dental implant was installed in intraoral region #23, it was verified it's non-osseointegration . Forty five (45) ncm of primary stability was achieved and immediate load was not performed. Patient presented insufficient bone quality/ quantity (bone type ii).